Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
It was reported to philips that the device was unable to activate. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. A n authorized service personnel (asp) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty video graphic assay (vga) controller printed circuit board assembly (pcba). The asp replaced the vga controller pcb to resolve the reported issue. The device passed performance verification testing and was placed back into service.